Manufacturer narrative:
H3: no bends were found with the pushwire. No damages or irregularities were found with the guidewire proximal or middle solder regions. The guidewire outer coils were found stretched at the distal edge of the middle solder region. The guidewire inner core wire was found separated ~1.5cm from the middle solder region. When compared to the product drawing (dwgs103-0605-200 rev. Aa), it appears ~1.5cm of the distal tip of the x-pedion-10 guidewire were found missing. The missing guidewire segment was reportedly removed from within the patient; however, was not returned. The broken guidewire will be sent to element labs for sem (scanning electron microscopy) analysis. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated based on the device analysis and reported information, the clinical observation of ¿guidewire separation/break¿ was confirmed. The guidewire outer coils were found stretched and the core wire was found broken. Per the sem (scanning electron microscopy) analysis, ¿the fracture surface exhibits feature indicative of torsional overload failure mechanism.¿ this indicates that the guidewire broke likely due to excessive manipulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ref. Medwatch# 1000870000-2019-8024; the guidewire was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report through medwatch that during the procedure, (cerebral angiogram and pipeline embolization device treatment), the microwire end broke off in the microcatheter. While the microcatheter was in the patient, the tip broke off, still connected. The physician put up a snare, grabbed it and pulled everything up still attached. The angiogram post¿procedure was good. Successful pipeline embolization device placement across the ostium of the left internal carotid artery (ica) aneurysms.